Manufacturer narrative:
(B)(4). : the device was received by baxter for evaluation. Review of the event log found evidence of the reported iipv condition. The cause was determined to be use error, tidal total ultrafiltration (uf) removal set too low. Homechoice apd systems trainer¿s guide gives instructions on how to set the tidal therapy settings. A review of the label for the product family will be conducted. Should additional relevant information become available a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, a high drain alarm 106 (indicating the patient drained greater than 200% of the maximum prescribed cycle fill volume, meeting increased intra-peritoneal volume (iipv) criteria) was identified in the log. The alarm occurred on (B)(6) 2014, at 13:35:38. No additional information is available.